Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the mechanics gear-wheel was defective. It was further determined that the damage was caused by a blow. It was further determined that the device failed pretest for check for leakage, check the cannulation, check the attachment coupling and check history. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during a hip arthroplasty surgical procedure, it was discovered that the motor of the battery handpiece/modular device was damaged. The reporter stated that it was possible the connection that generated the movement of the anchor was broken. As a result, there was a one to two-and-a-half-hour delay to the surgical procedure. That was because it was required to perform an acetabular turn as well as other steps manually. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.